Manufacturer narrative:
Additional information was received that the ipg poked out of the patient's skin. The physician explanted the ipg and packed the patient's wound with gauze. The patient was sent to the emergency room where the wound was checked and was treated with antibiotics. Subsequently, the patient underwent explant of the leads on (B)(6) 2013 and did well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the incision site. Symptoms included nausea, chills, oozing, redness and hot to touch at the incision site. It was unknown if the infection was device or procedure related. The patient was given with oral antibiotics.

Manufacturer narrative:
Additional information was received that the infection was at the pocket site. The physician believed that it might not be infection but that patient may be allergic to the device because it was not healing up after a round of antibiotics. The patient was tested with allergy kit and the result was negative. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had infection at the incision site. Symptoms included nausea, chills, oozing, redness and hot to touch at the incision site. It was unknown if the infection was device or procedure related. The patient was given with oral antibiotics.

Event description:
A report was received that the patient had infection at the incision site. Symptoms included nausea, chills, oozing, redness and hot to touch at the incision site. It was unknown if the infection was device or procedure related. The patient was given with oral antibiotics.